Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypo/hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was in hyperglycemia and used an insulin pen to treat the high blood glucose levels. After the insulin was administered, the patient went into hypoglycemia and loss consciousness. The patient's blood glucose dropped to 3 mmol/l (54 mg/dl) while the pod was worn for between 4 and 24 hours on the leg. The ambulance was called and the patient was treated with a glucose infusion and glucagon.